Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and multiple external device. The patient did not charge the device for a couple of months. A replacement charger was sent to the patient which did not resolve the issue. A sjm representative confirmed the communication issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.